Event description:
It was reported that the procedure was to treat a single vessel with 95% occlusion and diffuse disease of the mid to distal left anterior descending artery. After predilatation, the 2.5 mm x 18 mm multi-link vision was advanced but met resistance and could not cross the lesion after several attempts. A second 2.5 mm x 18 mm multi-link vision was used in the procedure at 16 atmosphere. There was reported good flow. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided. Return device analysis revealed that the proximal hypotube shaft was separated distal to the strain relief tubing. Additional updated information received from the account stated that after removal of the 2.5 x 18 mm multi-link vision from the anatomy, it was noted that the proximal hypotube shaft was separated distal to the strain relief tubing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: galieo; inflation: medtronic; guide cath: cordis; sheath: cordis. Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted contrast visible on the outer member and shaft consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The proximal hypotube shaft was separated 1 mm distal to the strain relief tubing, confirming the reported separation. The fracture faces were ovaled as if kinked prior to separation. The outer jacket was torn and separated. There was a kink 2 cm proximal to the separated edge. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. The patient anatomy was moderately tortuous and calcified which likely contributed to the reported difficulty. It is likely that as multiple attempts were made to advance the sds, the hypotube became kinked as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation of the hypotube during retraction would have contributed to the hypotube separating. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.